Event description:
The customer observed falsely depressed neutrophil on the alinity hq processing module for two patients. The following results were provided: sid (B)(6) (patient with urosepsis), initial neutrophil result= 0.022 10e9/l; repeat result (other analyzer)= 1.84 10e9/l. Sid (B)(6), initial neutrophil result= 0.004 10e9/l; repeat result (other analyzer)= 3.83 10e9/l. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
A complaint investigation was conducted for the alinity hq processing module, serial number (B)(6). Review of the flow cytometry standard (fcs) files found that the neutrophil population was misclassified as eosinophils for both patient sample runs. Review of the data found that no flags were generated. Review of the service history found that the ob1 board was replaced, and bio standardization was performed. The alinity hq processing module, serial number (B)(6) was deemed the cause of the issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed neutrophil on the alinity hq processing module for two patients. The following results were provided: sid (B)(6), (patient with urosepsis), initial neutrophil result= 0.022 10e9/l; repeat result (other analyzer) = 1.84 10e9/l sid (B)(6), initial neutrophil result= 0.004 10e9/l; repeat result (other analyzer) = 3.83 10e9/l . There was no impact to patient management reported.